Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report that the device's external pad do not work. There was unknown patient involvement/adverse patient impact.